Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead the triggered an alert due to counts to the sensing integrity counter (sic) and non-sustained tachycardia. Noise and impedance spikes of the rv coil were observed. It was suspected that a lead fracture had occurred. The lead was programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.